Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not turn on. The pt indicated that the alleged meter issue started three days before, at an unspecified time. Before the alleged meter issue began, the pt had symptoms of feeling dizzy and nauseated. The pt claimed she skipped or stopped taking her insulin as a result of the issue. The day before she called, at 7:00 pm, the pt rec'd assistance from emergency services. Her blood glucose was tested on an ER/hospital meter and a result of "449 mg/dl" was obtained. She was treated with IV fluids. It would have been helpful to know the following info: the pt's testing frequency, her medication and diabetes mgmt regimens, what her last meter reading was on the reported meter, and when the result was obtained. In addition, it would have been helpful to know if the pt was hospitalized, when the symptoms actually developed, what insulin(s) the pt stopped/skipped taking, and how many dosages were not taken. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt claimed she rec'd IV fluids in by emergency services for treatment of hyperglycemia. The pt also stated she was unable to test her blood glucose for about 2 days and had stopped/skipped taking inulin during this time.